Event description:
Patient reported a child being born with cancer, specifically leukemia post-implantation of the device. No surgical reoperation was noted; device remains implanted. This medwatch represents the right side. See MFR report# 2024601-2013-00480 for the left side.

Manufacturer narrative:
(B)(4). Device labeling: there have been concerns raised regarding potential damaging effects on children born of mothers with implants. A review of the published literature on this issue suggests that the information is insufficient to draw definitive conclusions.